Manufacturer narrative:
No analysis was done as the device has not been returned at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported via a manufacturer representative that they had no response when using the device. It was noted that there was no patient impact reported and the procedure was completed without any delay or treatment.